Event description:
It was reported that one day after a pacemaker system implant, during the post-operative evaluation, it was noted that this right ventricular (rv) lead exhibited elevated thresholds. A chest x-ray from the day the system was implanted showed that the slack had pulled back such that both the right atrial (ra) lead and rv lead were under tension but still appeared to be fixated at the achieved locations at implant. Further information was received that a day later, this pacemaker system was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.